Event description:
It was reported that the patient presented to the clinic with sepsis. A transesophageal echocardiogram confirmed vegetations on both the right atrial (ra) and right ventricular (rv) leads. The entire system was explanted. Additionally, the rv lead was fractured and only partially explanted. The patient was not in stable condition.